Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 503 mg/dl. Caller stated that the customer's infusion set cannula was bent when it was removed. Caller also stated that the customer had eye surgery on monday and did not get her prescription for steroids. Nothing further was reported.